Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder was microscopically inspected and had wear at fold in the proximal end of the cylinder. The cylinder passed the leakage testing. The second cylinder was microscopically inspected and had wear at fold it the middle and distal end of the cylinder. The second cylinder did not pass the leakage testing. The pump was microscopically inspected. The kink resistant tubing (krt) was cut down to the pump block, the tubing was attached to the cylinders and pump. The pump passed the leakage testing. The reservoir was microscopically inspected and had wear at a fold in reservoir shell. The pump did not pass the activation testing. Based on the information available, the identified issues could affect product performance and contribute to the reported observations.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected since it was a crack in the pump connecting tube. The ipp was explanted and replaced with a new ipp. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder was microscopically inspected and had wear at fold in the proximal end of the cylinder. The cylinder passed the leakage testing. The pump was microscopically inspected. It was cut down to the pump block, the tubing was attached to the cylinders and pump. The pump passed the leakage testing. The pump did not pass the activation testing.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected since it was a crack in the pump connecting tube. The ipp was explanted and replaced with a new ipp. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected since it was a crack in the pump connecting tube. The ipp was explanted and replaced with a new ipp. There were no patient complications reported.